Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms and rejected new battery during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complaint notes, stated failed battery, no delivery alarm during priming and dings on the pump unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, broken battery tube threads, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off.